Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood/body fluid in the distal conductor (not obstructed). There was blood in/on the helix mechanism and sleevehead. Tip seal observation.

Event description:
Asku

Event description:
It was reported that during the implant procedure, the helix would not deploy at all after many attempts. The lead was not implanted and another lead was implanted successfully. Oversensing was observed when placing the device in the pocket after attaching it to the new lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.